Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited helix mechanism issue resulting in failure to extend the helix. The ra lead removed and replaced. The patient had no adverse consequences.

Event description:
New information received notes that the helix of the right atrial (ra) lead had failed to extend and retract after insertion in the patient's body.